Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that during patient transport, a pneupac® parapac® ventilator failed. The patient's end-tidal carbon dioxide rose, and their saturation of peripheral oxygen decreased. The medic tried increasing frequency and volume without change. The patient had to be manually ventilated with a bag valve mask. No permanent injury was reported.

Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One used emergency powered ventilator was received for evaluation. It was found to be in good physical condition; however, the frequency control knob indicator did not align with the 12 b/min indent. Functional testing was performed over the course of three days for seven to eight hours each day. The device was operated at various settings without any discrepancies or failure. The complaint could not be confirmed. While no definitive root cause could be determined, this investigation did not reveal any intrinsic evidence to suggest a manufacturing issue.